Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not turn on. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site, and it was observed that the batteries were drained. After plugging in the device letting, it charge to full, it was then left idle for 3 hours on battery power with no issues. The fse's diagnosis is the vent was not plugged in to charge while in storage or that the outlet it was plugged into was not working. Either way, the reported issue was not duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.